Event description:
Patient dropped her crono 5 syringe pump in water while on vacation. Pt did not miss any medication nor have any adverse events. The patient will send back the damaged pump. Did not know serial # or expiration date. Patient did not provide consent to be contacted by manufacturer. No more information given. Reported to (B)(6) by: patient caregiver. Dose or amount: 44ng/kg/mon, frequency: continuously, route: IV. Dates of use: (B)(6) 2014 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.